Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's eye. The surgeon is planning to explant the lens due to excessive vaulting and the lens did not work for the patient. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.